Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl 390) was returned for investigation in in very good condition. Visual inspection did not reveal any damage on the device (like new).following the visual inspection, the investigator filled the tank with water, plugged in the line cord, and turned on the power switch. No fault was found. The device functioned as intended. The problem source of the reported product problem was unknown. A root cause was not established. Preventative maintenance was then performed. The device passed all the functional tests.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system exhibited an unspecified product problem. No patient injury or complications were reported in relation to this event.